Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was without stimulation as the ipg would no longer communicate with external devices. The ipg was explanted and replaced with a different model. Postoperatively, the patient reported receiving effective stimulation.